Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no evidence of physical damage. Event history log review was performed and found evidence of reported problem. Investigation visually inspected the pump and found error code during power up. The customer's stated problem was verified. According to the investigation the pump was inspected and found error code 44510 during power up. However, investigation unable to duplicate stated problem. Further investigation found the pump to be working properly. The pump software will be reinstalled to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with error 44510. There were no reported adverse events.